Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced an allergic reaction at the site of the infusion sets. It was alleged that the patient had used different sites on the body, including the buttocks, arms, and abdomen and she experienced whitish micro-bubbles at each injection site. The patient's father contacted the doctor and the doctor prescribed unknown dermatological medicines. However, this did not resolve the issue, so the patient discontinued use of the pump/infusion sets. The lot number was not provided. The infusion sets will not be returned for product evaluation.